Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency room (ER) due to receiving inappropriate shocks due to oversensing of noise. The patient is now hospitalized. The field representative noted there is noise when programmed to the secondary and primary vector. When programmed to alternate there is a flat line. Technical services recommended getting x-rays. Shock impedances were noted to be 90 ohms however, the patient is larger. Subsequently, a revision procedure was performed, and the system was explanted and replaced. The system is expected to be returned for device analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency room (ER) due to receiving inappropriate shocks due to oversensing of noise. The patient is now hospitalized. The field representative noted there is noise when programmed to the secondary and primary vector. When programmed to alternate there is a flat line. Technical services recommended getting x-rays. Shock impedances were noted to be 90 ohms however, the patient is larger. Subsequently, a revision procedure was performed, and the system was explanted and replaced. The system is expected to be returned for device analysis. No additional adverse patient effects were reported.